Event description:
The customer's mother reported that her son plays sports and has difficulty with the pods staying on. He tried using mastisol, which "was working great", but had resulted in a bad rash - he later found out that it was an allergic reaction. He is planning on meeting with a clinical specialist to assist in finding a resolution to this skin reaction. No product will be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer will be meeting with a clinical specialist to help resolve this skin issue. The omnipod website lists skin barrier products that can be used when applying the pod that may help to prevent this type of skin condition from recurring.